Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. There was no adverse impact to the customer¿s blood glucose level. Customer technical support instructed the caller to plug the wall adapter into an outlet known to be working and wait for at least 30 minutes to see if the pump would begin charging, with a planned follow-up. Reportedly, the alert cleared, and the pump successfully began charging after leaving the pump plugged into the power source.